Event description:
It was reported that there was a high impedance alert from the pulse generator. The clinic wanted to know how to program the beeping off. The alert was due to the electrode having been cut and capped. There were no additional adverse patient effects.